Event description:
It was reported that the atrial lead dislodged during the prophylactic explant of the right ventricular lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies were found. Visual analysis observed the proximal conductor was distorted and the lead was stretched, apparent explant damage. The full lead was returned for analysis.